Manufacturer narrative:
Corrected data: device did return. Physician is the initial reporter. Healthcare provider. (B)(4).

Event description:
Patient has effective therapy post operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient hasn't used or recharge their scs system since approximately (B)(6) 2016. As a result, the ipg would no longer communicate with the charging system. Subsequently, the patient programmer displayed an error message indicating the device inoperable. As a result, patient underwent surgical intervention on (B)(6) 2017, whereas patient's ipg was explanted and replaced witha different model.